Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR reports: 1627487-2013-06130, 06132, 06133, 06134. It was reported the pt had the scs system explanted. The pt reported he was experiencing a burning and shocking sensation in his back near the leads site whenever the stimulation was on. The pt reported the issue to his physician and decided to have the system removed.